Event description:
It was reported that the patient¿s pacemaker was found in backup mode. Programming changes were made, and the pacemaker was restored back to normal function. The patient's condition was stable.